Event description:
It was reported when using the bd vacutainer® push button blood collection set there was blood splatter/leakage or other sample leakage from device . The following information was provided by the initial reporter: translated to english. The customer stated: "the safety push button we are using when we try to push the button after collection is leaking, (not all but some of them) which leads to contamination and risk of contamination to patient, staff and the area around."

Manufacturer narrative:
H6: investigation summary bd received 2 photographs from the customer in support of this complaint. Evaluation of the photos indicated that the needle was retracted whilst a vacuum tube was still inside. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. Any residual vacuum within the tube could result in excessive blood being drawn during the cannula withdrawal process. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. See h10.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was blood splatter/leakage or other sample leakage from device . The following information was provided by the initial reporter: translated to english. The customer stated: "the safety push button we are using when we try to push the button after collection is leaking, (not all but some of them) which leads to contamination and risk of contamination to patient, staff and the area around."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-02. Investigation summary bd received 9 samples and 2 photographs from the customer in support of this complaint. Evaluation of the photos indicated that the needle was retracted whilst a vacuum tube was still inside. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. Any residual vacuum within the tube could result in excessive blood being drawn during the blood collection process. Best practice for all blood collection devices is to remove the blood collection tube prior to the needle removal. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4). There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: (B)(4). Common device name: (B)(4).

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was blood splatter/leakage or other sample leakage from device . The following information was provided by the initial reporter: translated to english. The customer stated: "the safety push button we are using when we try to push the button after collection is leaking, (not all but some of them) which leads to contamination and risk of contamination to patient, staff and the area around."